Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 520 mg/dl at the time of the incident. The customer reported that they went into office and got the insulin pump and the sensor hooked up. The customer was on the new insulin pump for 2 hrs. The customer bolused on home screen 259 arrow going up. It was reported that the original insulin pump was broke and they were off the insulin pump for 48hrs. The customer stated that they were running high and not familiar with the insulin pump. The customer reported that they feel okay for troubleshooting. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer reported that the insulin pump system was not in use within 48 hours of reported high blood glucose event. The customer reported that the insulin exited at the quick release. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. (B)(4).